Event description:
It was reported that while the anesthesia system was in use several alarms for leakage were generated. There was no patient harm. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the anesthesia machine on site. The machine was tested with successfully results. The reported issue could not be reproduced. No parts were mentioned as replaced and no further issues has been reported after this reported event. A complete set of device logs was saved and sent for evaluation. The logs show a successful system checkout prior to and during the event and there is no indication of a technical malfunction in the system at the time of the event. However, the internal log confirms the reported leakage alarms. In addition to the leakage alarms, other clinical alarms such as respiratory rate: high, fio2: low, peep: low, expiratory minute volume: low, etco2: low, respiratory rate: low and fico2: high were active. The leakage may have been due to the breathing circuit which was not changed until after the case. However, the root cause of the reported issue has not been established by this investigation.

Event description:
Manufacturer's ref: #(B)(4).

Manufacturer narrative:
A correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) # and h4 manufacturer date were required. D1 ¿ brand name - previous brand name: flow-I, corrected brand name: flow-I c30 d4 ¿ version or model # - previous version or model #: flow-I c30, corrected version or model #: 6677300 d4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (B)(4) h4 ¿ manufacture date - previous manufacturing date: 06/28/2016, corrected manufacturing date: 06/16/2016.

Event description:
Manufacturer's ref: (B)(4)